Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer states the right side tire of the wheelchair spins and does not grip. She cannot move throughout the home. MDR filed.